Event description:
It was reported that during tube changes using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve, contaminating the needle holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.